Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "the stapler jammed after firing 2 - 3 staples. It happened with 2 staplers in a row for the same intervention". The issue was resolved by using a 3rd stapler to complete the procedure. No patient harm or injury. The patient status is reported as "fine". See associated MDR #3003898360-2023-01135.

Event description:
It was reported that while in use on a patient, "the stapler jammed after firing 2 - 3 staples. It happened with 2 staplers in a row for the same intervention". The issue was resolved by using a 3rd stapler to complete the procedure. No patient harm or injury. The patient status is reported as "fine". See associated MDR #3003898360-2023-01135.

Manufacturer narrative:
(B)(4), the customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 25 staples remaining in the cover block, indicating that at least 10 staples were fired by the end user. The pawl was broken off of the device. The sample appeared used as there was biological material present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was able to form properly. The next staple was partially sticking out of the distal tip. With the pawl broken, the device would not be able to function properly on a consistent basis. The pawl most likely broken when the trigger got jammed due to the misalignment of the staples and the trigger was forced through this jam. The stapler was disassembled, and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. A CAPA was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned and the pawl was broken. With the pawl broken, the device would not be able to function properly on a consistent basis. The pawl most likely broken when the trigger got jammed due to the misalignment of the staples and the trigger was forced through this jam. The lot number was not reported. However, five potential lot numbers were found by looking at the sales history. DHR investigation did not show issues related to complaint. The investigation reports that the stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A CAPA was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.